Event description:
Complainant alleged that during a patient call the autopulse resuscitation system did not work as the patient was transported to the emergency room (ER). Crew reverted to manual CPR which was performed for 10 minutes and then patient was transferred to ER staff. It is unknown if rosc was ever achieved. Patient expired at the emergency room. Exact date of death is unknown. The duration that the autopulse was used for during this case was approximately 25-30 minutes. Additional information surrounding the details of the patient¿s death have been requested; however, no further information has been obtained.

Manufacturer narrative:
Complainant indicated that upon returning to the station the crew observed a user advisory ua07 (discrepancy between load 1 and load too large) message on the platform. Crew attempted to extend the lifeband and placed some load on the platform, however the user advisory still persisted and was unable to be cleared. The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint has been confirmed; the user advisory 7 fault (discrepancy between load 1 and load 2 too large) was confirmed during power up of the platform. The data archive also revealed that multiple ua 7 faults had occurred with the platform, including an occurrence on (B)(6) 2013. The investigation results indicated that a defective load cell was the cause of the ua 7 fault.